Manufacturer narrative:
Date sent: 12/11/2008. Information anticipated, but unavailable at this time.

Event description:
It was reported that during a wedge resection procedure, as the patient had had wedge resection 10 years ago, it seemed that the staple line of the time was hard to cut. At first, the device was used and could be fired without any difficulties. At the second firing, the firing trigger was broken. Finally, the thorax was opened a little and an open device was used to complete the case. There were no adverse consequences to the patient.